Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard experienced a retraction failure with the button failing to engage.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8253735; the lot number was built on afa line 6 from 15sept18 thru 20sept18. Packaged on packaging lines 8 from 17sept18 thru 20sept18 for a quantity of (B)(4). Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on this lot number that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. No physical samples were not received for testing and evaluation; one photo was submitted for evaluation for this incident. The photo displayed the package label with the bd logo, ref no., description, lot number and the expiration date. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard experienced a retraction failure with the button failing to engage.